Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had experienced a previous driveline infection. The patient became septic and expired due to an ischemic stroke. Care was withdrawn and the patient expired on (B)(6) 2015. No further information was provided.